Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experiences high blood glucose level of 594 mg/dl and the o-ring on the reservoir chamber was missing as well as insulin leaked in reservoir chamber. The customer¿s blood glucose level was unknown. Troubleshooting was performed for leak. The customer stated there was a crack on her reservoir and insulin got into the reservoir chamber. Customer reports that the insulin pump was exposed to moisture. Customer was advised to the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis

Manufacturer narrative:
The insulin pump was received with no act, up and escape button response due to moisture keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator motor and battery tube assembly during visual inspection. The insulin pump was received with missing reservoir tube o-ring and cracked reservoir tube lip.